Manufacturer narrative:
A review of the pump black box revealed multiple pump reboots. The pump was returned with a crack alongside the battery compartment. There was no evidence of physical damage on the battery compartment threads. The battery cap was not returned and unable to test. The test battery cap was able to secure for testing. The pump was exercised for 24 hours with no loss of power occurring. There was moisture observed in the battery compartment. A leak test failed due to a crack in the battery compartment. The pump was opened and there was no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.